Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was 203 mg/dl. The customer stated that the drive support cap is normal and pump is not exposed to high magnetic field. The customer did not report an e70 alarm. The customer reported that they were able to complete pump rewind. The customer was advised that the displacement test pass and manual prime were successful and motor alarm did not recur. The customer was advised to monitor the insulin pump. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 203 mg/dl. The customer was advised to insert a new (B)(6) battery. Customer was advised to monitor the insulin pump.